Manufacturer narrative:
Date sent to the FDA: 6/9/2022

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced severe pelvic pain. It was reported that the patient underwent removal surgery on an (B)(6) 2017. No additional information was provided.